Event description:
The manufacturer received information alleging a ventilator inoperative alarm had occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, machine flow drift high (e-0155), was observed on the device's error log. The manufacturer's service technician further evaluated the device by performing an operational check and functional test on the device. The ventilator inoperative alarm did not re-occur on the device, so no failure was confirmed on the device. In conclusion, the device's machine flow sensor was preventatively replaced on the device.